Event description:
This is rptr's 3rd occurrence of an attending neurosurgeon reporting that a codman perforator failed to stop once the bone had been drilled through. Each event involved a different surgeon. None of the events resulted in harm to the pt.